Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead failed to sense and exhibited high capture threshold which resulted in failure to capture. It was also noted that the rv lead helix failed to helix. The rv lead was not used and replaced during the procedure. The patient remained in stable condition.